Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed functional testing; intermittent operation of the interconnect flex. Analysis also found the ring cover, two side bail covers, and high rate cover are broken. The ring and one side bail are missing. Upper and lower cases are broken/contaminated. (B)(4).